Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The june 2015 (B)(4) complaint report was reviewed for the xcela pasv PICC product family and the failure mode "sheath handles detached - both." No adverse trend was identified. The returned sheath was forwarded to (B)(4), along with a supplier corrective action request (scar). The condition of the sample confirmed the reported breakage. Based on the device analysis performed by (B)(4), the cause of the handles detaching appears to be due to improper tube placement during molding. (B)(4) is unable to confirm if the condition was due to associate error in the tube placement or the molding equipment blowing the tube off during molding. (B)(4) reviewed the DHR for the noted lot and found no discrepancies related to this defect during manufacturing. Based on their low occurrence rate, no corrective actions will be taken by (B)(4). (B)(4) incoming process controls for the sheath include visual inspection for damage or defects, as well as an aql verification that the sheath properly breaks at the hub and separates into two complete pieces when the wings are pulled apart. ((B)(4)).

Event description:
As reported, both wings broke away from the peel-away sheath when trying to split it apart. The sheath was in the patient's vessel, and required surgical intervention (a cut-down was performed) to have it removed. The used device has been returned to navilyst medical.

Manufacturer narrative:
As the returned sheath sample is a purchased component for navilyst medical, it has been returned to our supplier, greatbatch medical for evaluation and completion of a supplier corrective action request (scar). Upon the conclusion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).